Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed the pacemaker exhibited far field r wave oversensing, resulting in inappropriate automatic mode switch. Programming changes were discussed, but no intervention was performed. There were no patient consequences.